Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that issue stemmed from a network delay. A technical support specialist, recommended customer to consult with the dha it department to resolve the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system all devices are currently in critical override mode. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b2 update: hospitalization (initial or prolonged) was unselected.